Event description:
User reported a positive test result. Undisclosed false result. User reported further testing with undisclosed results.

Manufacturer narrative:
Report required by FDA for eua investigation not complete at time of report. Follow-up report to follow completion of investigation. This is a retrospective report due to challenges implementing esg.

Event description:
User reported a positive test result. Undisclosed false result. User reported further testing with undisclosed results.